Event description:
Swan ganz catheter placed in the or by anesthesiologist prior to emergency coronary bypass surgery. The cardiac output monitor was not functioning. Swan ganz cable changed, but still not monitoring. Swan ganz catheter replaced after surgery. No patient harm.